Event description:
It was reported that the customer experienced a blood glucose (bg) level of 69 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer went to the emergency room (ER). Customer did not receive treatment and was "just observed". At the time of the report with tandem technical support, the customer was still admitted in the ER with no known damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer requesting and approving a large user bolus; this action was followed by the low bg event, customer acknowledged and understood. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.